Manufacturer narrative:
Event occurred on an unknown date in 2021. Additional procode: dzl. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021 during the procedure, (2) 1.0mm ti cortex screw shafts broke and remained in the patient's bone head. There is no further information available. This report is for (1) 1.0mm ti cortex screw self-tapping 12mm. This is report 1 of 2 for (B)(4).